Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of spec in relation to the reported symptom of "battery contact corrosion' which was confirmed by observation during eval, but not reproduced. Corrosion of the metallic finish on the battery contacts was evident. The wireless battery contacts were replaced.

Event description:
It was reported that a spectrum wireless battey module had "battery contact fluid corrosion." It was also reported that there was no pt involvement.